Event description:
It has been reported that the device has failed a self-test.

Manufacturer narrative:
Event, become aware date and notified date has been update. Updated model, catalog number and brand name.